Manufacturer narrative:
Based on the limited information provided to 3m for this case, it is not known what role, if any, the lava ultimate restoration may have played in the reported outcome. Other factors, such as prior tooth history and patient characteristics, may have played a role in the noted need for extraction.

Event description:
On (B)(6) 2016, a dental professional reported the case of a patient (age and gender not provided to 3m) who required extraction of tooth #4. This tooth received a lava ultimate cad/cam restorative for ts150 restoration on (B)(6) 2014. On (B)(6) 2016, the crown is reported to have fractured and the tooth was extracted.